Manufacturer narrative:
Investigation summary: bdj received a sample. However there was no sample available to the manufacturing facility for evaluation. Although there was no evidence of foreign matter in the analysis of the packaging batch history or quality notification for the claimed batch, the complaint was confirmed through the visual analysis of the sample photo returned by the customer. Based on the results of the investigation so far, a probable cause would be the manual supply of the product to the r530-2 packaging machine and the product packaging step, since the product is 100% inspected by the associate.

Event description:
It was reported that foreign matter was found on the bd angiocath¿ IV catheter when unpacking it. The following information was provided by the initial reporter, translated from japanese to english: "when unpacking before use during operation, the nurse found an fms on the catheter."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that foreign matter was found on the bd angiocath¿ IV catheter when unpacking it. The following information was provided by the initial reporter, translated from (B)(6)to english: "when unpacking before use during operation, the nurse found an fms on the catheter."